Manufacturer narrative:
Unable to verify motor error alarm and compromised force sensor system alarm due to act button not responding due to unlock keypad connector. However, motor passed motor test. Unable to perform selftest, off no power, unexpected restart error, basic occlusion, occlusion, prime and displacement test due to act not responding due to unlock keypad connector. Unable to perform bolus wizard due to act not responding due to unlock keypad connector. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was performed. The device was returned for analysis.